Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a revision surgery is planned to remove a harrington rod due to an unknown reason.